Event description:
It was reported that the tip of the was became detached. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was implanted in the laa of the patient. While the physician was removing the was and wds from the patient there was resistance that was felt. The wds was detached from the was and was attempted to be removed, but the tip of the wds was stuck to the tip of the was. Eventually the physician was able to remove the wds from the patient and it was noted that the tip of the was detached and stuck to the tip of the wds. The was then removed from the patient. Nothing was left inside the patient and there were no patient complications that were reported to have occurred.